Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer bus was failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pyxis does not open. A field service engineer (fse) cleaned the contacts on the drawer control boards in both drawers. Secured the connections, tightened the hard stop, and confirmed that the test passed successfully in the hardware test application. Preventive maintenance and proactive checking of drawers were performed. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer bus was failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.